Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. Customer complaints received to date were reviewed to determine if others have experienced the issue encountered in this complaint. The review did not identify any issue that would indicate this product is not performing according to its claims. An internal troponin-I panel (made from human plasma and it is targeted to a known concentration) was tested with the reagent lot being evaluated (42894un10). The test confirmed that the reagent in question is performing within specifications and can detect known concentrations of troponin-I. Based on the evaluation results, no malfunction or product deficiency were identified related to this assay. However, the customer was referred to the assay package insert where such an issue is listed. The package insert instructed the customer to use the troponin results along with other information such as cardiac markers, ECG, clinical observations and symptoms. The package insert also provided instructions on specimen collection and preparation for analysis.

Event description:
The customer stated that one patient sample generated a false positive result for the architect troponin assay. The patient was presented in the hospital with an epigastric pain and was admitted for monitoring. The initial troponin result was 0.7 ng/ml and was repeated later at less than 0.1 ng/ml (non-specified non-abbott method). All other exams including the clinical exam were normal. No impact to patient management was reported.